Event description:
It was reported that approximately 12 months post-op, a second surgery was performed due to the patient twisting her knee. According to the reporter, the patient received an initial acl procedure in 2008. In 2009, the surgeon removed the screws, and performed an acl repair; "lastic" with mid third patellar ligament using two competitors titanium screws. The surgeon believes that the initially implanted screws should have resorbed by now. Patient demographics (date of birth, gender, weight) were requested but not provided.no further patient information was provided at the time of this report, or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device has been received and evaluation is in progress. Device history record revealed nothing relevant to this event.based on the information provided, the most likely cause of the second surgery is due to post-op trauma. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is obtained from the investigation, a follow-up report will be submitted.